Event description:
Park et al 2008 ¿ ¿the safety and effectiveness of endoscopic biliary decompression by plastic stent placement in acute suppurative cholangitis compared with nasobiliary drainage¿. Without an est, either a 5f to 7f naso-biliary drain (nasal biliary drainage set; cook endoscopy, (B)(4)) in the enbd group or a 6f to 7f straight, flat stent (percuflex biliary drainage stent [micro-vasive endoscopy, boston scientific corp, (B)(4)] or cotton-leung biliary stent [cook]) in the erbd group was placed in the bile duct. If thick pus was noted, then the bile ducts were cleaned sufficiently by irrigation by us-ing distilled water, and then we placed an enbd stent or an erbd stent in the bile duct. With an est, an enbd stent or an erbd stent was placed in the patients with remnant stones or a high suspicion of remnant stones. Af-ter the ercp and biliary drainage, all the patients were kept under strict observation and were treated in the critical care ward. Occlusion: in 2 patients, the nasobiliary catheter became occluded be-cause of thick and turbid pus, despite regular flushing.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03mar2023.

Manufacturer narrative:
Device evaluation: the liguory nasal biliary drainage set radiopaque tip devices of unknown lot number involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all liguory nasal biliary drainage set devices radiopaque tip are subject to visual a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0129) states the following: ¿potential adverse events associated with nasal biliary drainage include but are not limited to blockage of the drainage catheter.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as the IFU which accompanies this device lists blockage of the drainage catheter as a known complication associated with the use of the device. Another possible root cause is there was also thick and turbid pus noted despite regular flushing and this may have caused/ and or contributed to the blockage. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter the outcome of the patients is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.